Event description:
It was reported that "initially - ball housing broke so he used a different screw driver. On a different iliac screw he was placing a very high amt of torque on t-handle on after struggling to get the 10.5 screw to advance, it sheared off underneath the tulip. He put in a 7.5 x 70 next to it. The 10.5 is left in the patient."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.